Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? Xnz1042.a30 is not a valid lot number. Please provide the lot/batch number for the suture that -pulled off during the procedure.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off of the thread. There were no adverse patient consequences reported. Additional information has been requested.